Event description:
A zoll dist contacted zoll to report that battery sn (B)(4) was unable to power on a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery sn (B)(4) is underway. The reported problem (unable to power on monitor) was confirmed. Upon investigation, the battery was unable to power on a monitor and charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack.